Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed. The customer tried to recover but issue persisted, no longer have access to the medication stored in this drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter e-mail: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was failed. A field service engineer upon arrival system was functional, then checked the locking system applied loctite to the screws on the rear support versus the rails. The system functioned as intended after the field service engineer repaired the device.